Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high glucose reported at 348 mg/dl after a meal announcement, and troubleshooting identified that the cartridge contained air with insulin depleted; supplies were changed and insulin delivery resumed through the infusion set and reservoir. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation of this case revealed leakage or seal issues consistent with an improper or incorrect procedure or method, associated with the reservoir component and infusion set use. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.